Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between pump and the mobile device as well as pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-6102, mmt-1884. Troubleshooting was performed and communication issue between pump and transmitter was resolved, but unknown about pairing issue between pump and mobile. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices mmt-6101. The products mmt-7841zn, mmt-1884 will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per the additional information received, the mobile device was not compatible (unsupported ios/android device). So, the event submitted under regulatory report number 2032227-2025-279628 is not reportable.